Manufacturer narrative:
The device was returned to zoll medical for evaluation; the customer report of the device aborted charge was observed during review of the device's history log. The device was put through extensive testing which included stress testing without duplicating any malfunction. The part of the report which claimed the device was slow to charge was not replicated or confirmed. Review of the device logs did find evidence to support the device was slow to charge. The pace/bridge/pace board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device charged very slowly then aborted (internally dumped) the energy several times. Complainant indicated that the clinician obtained a set of zoll stat pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-02851 for a similar event reported from the same customer.